Event description:
The following information was reported: during prep the balloon had a pinhole and leaked subsequently deflating. Another device was utilized without any issue. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical inspection could not be performed. The review of the lhr (lot f1416702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.